Manufacturer narrative:
(B)(4). Concomitant medical products- unknown nexgen lcck tibial tray and unknown nexgen lcck bearing. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient may require a left knee femoral component revision due to unknown reasons. However, no revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The patient did not initially have zimmer biomet product implanted; therefore, the patient will not be undergoing a revision of zimmer biomet product.